Event description:
(B)(4). Comparison of flow diversion and coiling in large unruptured intracranial saccular aneurysm. Stroke. 2013; 44:2150-2154. Medtronic (covidien) received information regarding manufactured products and adverse events. Fifty four patients were treated with pipelines and 175 patients were treated with coiling between 2011 and 2012. The pipeline procedures were successful in 40 patients. Three patients required balloon angioplasty (an option presented in the instructions for use) for the pipeline to achieve full wall apposition. There were procedure related complications that occurred for three patients in the pipeline group. One patient had an ischemic event, one patient had a contralateral distal hemorrhage, and one ipsilateral distal hemorrhage. The patient with the ipsilateral distal hemorrhage expired. The information was received from the same article as MDR# 2029214-2015-00187 and 2029214-2015-00186.

Manufacturer narrative:
The report was created to capture the death. The information was received from the article: chalouhi et al. Comparison of flow diversion and coiling in large unruptured intracranial saccular aneurysm. Stroke. 2013; 44:2150-2154. The device will not be returned for evaluation as it was implanted in the patient. The lot history record review was not possible as the lot number was not reported. (B)(4).